Manufacturer narrative:
Correction made to b3: event date: (B)(6) 2021 (previously submitted as (B)(6) 2021). H10: the actual sample was received for evaluation. Visual inspection was performed using the naked eye, which noted a clear gel particle, measured to be 1.90 mm in length, embedded in the material of the tubing line. The particle was not in the fluid path, because it was embedded in the material of the tubing line. The particle was subsequently, identified to be polyvinyl chloride (pvc). Pvc is a raw material of the tubing line. The reported condition of particulate matter was verified on the returned sample. The cause of the condition is related to a supplier manufacturing issue. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) had a clear plastic particle in the line tubing. This was identified after the device was filled with piperacillin/tazobactam prior to patient use. There was no patient involvement. No additional information is available.